Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images confirmed the part and batch numbers. The anchor was shown and one proximal tab appeared to have broken off. A visual inspection revealed that the device was returned with the anchor and sutures detached. The anchor had two broken tabs at the proximal end. The advancement mechanism for the inner plug was severely bent. There was significant debris on the inserter and handle, but none on the cut sutures. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation. Excessive force during insertion can cause failure of the suture anchor or insertion device. The complaint was confirmed. Factors that could have contributed to the reported event include inadequate preparation of the insertion site, excessive force or bending during insertion, or off-axis insertion.

Manufacturer narrative:
Internal reference number: case-(B)(4).

Event description:
It was reported that during arthroscopic ligament repair of shoulder with a footprint ultra pk suture anchor 4.5, the anchor was broken when screw-in for 1/3. The issue was solved with a backup device and there was a delay of less than 30 minutes all available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.